Event description:
It was reported that during a surgical procedure, a needle tip broke. The surgeon did not find the tip of the needle and no x-ray was performed. The surgeon was not able to conclude if the tip was lost inside or outside of the pt.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.